Manufacturer narrative:
The heater cooler system 3t was returned to the manufacturer to undergo the deep disinfection procedure. The deep disinfection procedure was completed on (B)(6) 2018, however, the device is still in the quarantine phase and not released yet. Corrective actions are in progress for this issue.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the device was placed inside the operation theatre. After the confirmation of mycobacterium chimaera the device was taken out of use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.